Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opening the femoral adapter bolt, the plastic outer container of the bolt package (not the cardboard box) was found to be cracked, broken and otherwise compromised. The packaging defect was not noticed until the implant was handed off to the sterile field. Since this was already a revision, and this was the only implant available, the surgeon decided to clean the implant to the best of his ability and continue with the surgery. Doe: (B)(6) 2026. Affected side: right knee.